Event description:
The patient presented in clinic following an alert for charge time limit reached. The device records were reviewed and a long charge time was confirmed. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The extended charge time was confirmed via reviewing of the device image. The high voltage capacitors were analyzed and found to have excessive leakage current. The extended charge time was caused by anomalous hv capacitors